Event description:
It was reported patient underwent a left hip arthroplasty on an unknown date in 1970. Patient underwent revision procedures in 1980, 1990 and 1995 for unknown reasons. Subsequently, patient underwent a radical debridement with reimplantation in 1996. It was further reported patient underwent a procedure to remove cerclage wire and bolt and irrigation and debridement on different unknown dates in 1998. Patient was reported to undergo reimplantation on (B)(6) 1999 and (B)(6) 1999. It was further reported patient underwent radical debridement procedures on (B)(6) 2007 and (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to infection and spacer molds were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00532 & 02781 / 02782).

Event description:
It was reported patient underwent a left hip arthroplasty on an unknown date in 1970. Patient underwent revision procedures in 1980, 1990 and 1995 for unknown reasons. Subsequently, patient underwent a radical debridement with reimplantation in 1996. It was further reported patient underwent a procedure to remove cerclage wire and bolt and irrigation and debridement on different unknown dates in 1998. Patient was reported to undergo reimplantation on (B)(6) 1999 and (B)(6) 1999. It was further reported patient underwent a radical debridement procedure and was implanted with a prostalac spacer on (B)(6) 2007 due to patient developing pain, discomfort, fever, and chills. Subsequently, patient underwent a debridement procedure on (B)(6) 2008 due to infection. The prostalac spacer was removed and replaced. Patient underwent a debridement and revision procedure on (B)(6) 2008. The prostalac spacer was removed and patient was reimplanted with an orthopedic salvage system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: date of event, product identification & expiry date, explant date, manufacture date. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00532 & 02781 / 02782).